Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experience inappropriate shocks due to noise and oversensing. The patient reported to be vacuuming at the time of the episode. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, advised that the noise over sensed is compatible with myopotential caused by the vacuum cleaner manipulation. Ts provided recommendations for troubleshooting steps, including manipulation of the device, isometrics and twisting. The device remains implanted. No additional adverse patient effects were reported outside of the inappropriate shocks the patient received.